Event description:
An external visual inspection was performed and failed due to the screws being rusted. An internal visual inspection was not performed due to the receiver screws being rusted. The device was unable to be opened.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: correction.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to the screwed being rusted. Pictures were taken. Receiver charge and boot tests were performed passed. Functional tests were performed and passed all relevant testing. An internal visual inspection was not performed due to the receiver being unable to open as the receiver screws were rusted. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.